Event description:
It was reported that the patient presented at follow up due to an alarm that was triggered. Interrogation revealed that the charge time was greater than 32 sec. The capacitor was reformed during aftercare, now charging time 8.6 sec.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.